Event description:
On (B)(6) 2014, the patient underwent an emergent procedure using conformable gore tag thoracic endoprosthesis to repair an acute retrograde stanford type an aortic dissection. It was reported that prior to the implantation of the device the ascending aorta was replaced with a surgical graft and then total debranching surgery was performed, securing blood flow from the ascending aorta to the brachiocephalic, the left common carotid, and the left subclavian artery. The device was accessed from the ascending aorta and advanced antegradely, and then deployed at the intended position covering an entry located close to the left subclavian artery. It was reported that the proximal end of the device was deployed within the graft of the ascending aorta for about 15mm and therefore the physician wrapped the proximal neck with a banding device (detail unknown) to attain better sealing. The final angiography revealed a minor type I endoleak and a touch-up ballooning was performed to resolve it with success. The patient tolerated the procedure. On (B)(6) 2014, the patient's condition became worse. CT imagings revealed that while the false lumen was thrombosed, the true lumen distal to the diaphragm was completely occluded with thrombus, leading to malperfusion of the celiac, superior mesenteric and both renal arteries. On the same day an additional procedure was emergently undertaken in which gore tag thoracic endoprosthesis was implanted distal to the conformable gore tag device to open up the true lumen. The final angiography showed good blood flow to the arteries and the patient tolerated the procedure. On (B)(6) 2014, the patient expired. It was reported that the physician indicated that the cause of the patient's death may have been reperfusion injury to the abdominal four branches. The physician was aware of the risk of the reperfusion injury, however, the perfusion to the four branches need to be secured otherwise the patient could not be saved. It was reported that the physician determined that with CT images taken prior to the initial procedure the patient was about to have malperfusion as the true lumen around the four branches of the abdominal aorta became narrow. It was also reported that the physician indicated that as the entry hole was covered and the false lumen was thrombosed as intended, the remodeling of the true lumen could not be achieved, leading to poor blood perfusion within the true lumen and eventually its occlusion.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.